Event description:
The customer reported a sheath fluid leak of approximately three milliliters from the tubing or fittings near the syringe of the cytomics fc 500 mpl flow cytometer. The customer indicated that erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, scrubs, and safety glasses at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the accupump syringe and valve had failed. The fse proceeded to replace the accupump syringe and valve to resolve the leak. (B)(4).